Event description:
According to the reporter: upon opening sterile packaging it was found that the seal section of the port was completely detached from the neck of the sleeve. Product was not re-sterilised prior to this incident and device was not used on the patient.

Manufacturer narrative:
(B)(4).